Manufacturer narrative:
Summary of eval: eval results indicate the event occurred due to the plastic handle being impacted.

Event description:
The green plastic part fell off the handle when the reamer was removed. There was no adverse consequence for the pt or delay in surgery or anesthesia time.